Manufacturer narrative:
(B)(4). Batch # p5606a. The analysis results found that the ntlc75 device was received with the channel shroud partially detached and lockout spring out of position, with a cartridge reload present. The cartridge reload unfired and the swing tab in the unlocked position. No functional test could be performed due to the condition of the device. No conclusion could be reach as to how the spring became damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, it was found that a spring was found inside the patient after the third firing. Investigation is required to know whether the spring was a part of the device or not. Another device was used to complete the case. There were no adverse consequences to the patient.